Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by dealer that the irc5po2v concentrator has low o2 with no alarm.

Manufacturer narrative:
The device was evaluated by the returns department which found that the compressor was noisy and the no alarm was not able to be confirmed.

Event description:
It was reported by dealer that the irc5po2v concentrator has low o2 with no alarm.